Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlon p/a cr beaded #5l; cat#5517f501; lot# ysttu. Device name#tritanium bplate triathlon s6; cat#5536b600; lot# ctd107652. Device name#tritanium patella-asymmetric; cat#5552-l-381; lot# v4ry1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left total knee replacement. Revision today was a washout (with liner exchange) secondary to infection. The use of mako in the index surgery was not thought to have contributed to this complication. No further information is available from the doctor or hospital.